Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was 400 mg/dl. The mother also reported the customer received several no delivery alarms in the past two weeks. Troubleshooting did not find a bent cannula on the customer's infusion set. It was also found the insulin pump alarmed no delivery during a fixed prime. Customer was advised of a set occlusion. The customer declined to return the insulin pump for analysis.